Manufacturer narrative:
(B)(4).

Event description:
The physician reported that a resolute integrity rx drug eluting stent became deformed in vivo during positioning. The device was to treat a patient with severe tortuosity, moderate calcification and 95% stenosis of the mid rca. No anatomical abnormalities were reported. No issues were reported when removing the device from packaging and no issues were noted when removing the device from the hoop. The device was inspected for issues and none were reported. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was encountered during delivery and excessive force is reported to have been used by the physician. The physician completed the procedure with a non-medtronic device. The patient is alive and no injury is reported to have occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.